Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure using an xi system, error c-34 occurred frequently on the viodv only during monopolar cut activation. The error persisted even when power was taken directly from the wall outlet. Multiple c-34 errors were confirmed in the logs. The procedure was completing as planned using vio3. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter; however, the customer was not able to provide patient-related information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received